Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had general questions regarding their implantable cardioverter defibrillator (ICD). The patient indicated that they heard a magnet alert tone from their device. The patient was advised regarding magnet interaction and device warnings, precautions, and guidance. The device remains in use. No patient complications have been reported as a result of this event.